Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using one closurefast device with an rfg3 generator to treat the great saphenous vein (gsv). The lumen was flushed prior to use and the IFU was followed during the procedure. Tumescent infiltration was used. The correct temperature was reached. It was reported that hand compression was used, and the vein was closed successfully. It was reported that the distal end of the catheter frayed and broke off in the patient during the treatment. The catheter was removed slowly and it was confirmed by x-ray that the tip of the catheter remained in the patient. It was reported that the tip was retrieved.

Manufacturer narrative:
The closurefast catheter was returned for evaluation. A detached distal tip was returned with the device. No ancillary devices, cine images, or procedural notes were returned for evaluation. Visual inspection of the returned catheter revealed separation of the catheter heating element approximately 5.5mm proximal from the distal tip. There was also evidence of melted fep, coil winding stretched and charring in the damaged location of the detached coil. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.